Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(4). 2024, it was reported that patient faced three infusion sets fell off events during use on (B)(4). 2024. The infusion set was in use for 30 hours. Patient blood glucose level was found to be 204 mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.